Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted rewind and manual prime and customer stated that insulin exited. Customer was advised that alarm was caused by connection issue. The customer did not have the product to return. The product will not be returned for analysis.